Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the patient also experienced capsular contracture on the right breast. Mentor also became aware that the patient underwent bilateral removal and replacement with the following devices: (right) mentor memorygel breast implant 475cc gel catalog: 3504754bc lot: 7555353 sn: (B)(4) and (left) mentor memorygel breast implant 475cc gel catalog: 3504754bc lot: 7552109 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Upon initial inspection, the device was severely rented. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Regarding the reported complaint of capsular contracture in the patient¿s breast, product evaluation concluded was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor memorygel breast implant 450cc gel, catalog #3507450bc. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent breast augmentation revision with mentor memorygel breast implant 450cc gel breast prostheses. Right breast prosthesis rupture was diagnosed during an MRI. As a result, the patient will undergo removal on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the capsular contracture was a baker grade iii. Manufacturer¿s reference number: (B)(4).